Manufacturer narrative:
The t:slim pump user guide states: never fill the infusion set tubing while the tubing is connected to your body. Filling the tubing while it is connected to your body can result in unintended delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer performed fill tubing while connected at the infusion set site. Subsequently, the customer blood glucose (bg) level was (60mg/dl). The customer drank soda and consumed carbohydrates to correct bg level.